Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had dislodged. During lead revision, physician realized that the right atrial lead and the right ventricular leads were stuck together. Both leads were capped and replaced. The patient was fine post operation.